Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation did not duplicate the complaint of metal shavings coming out of the device. The evaluation did confirm the complaint for resistance in operating the needle. The needle was bent out of shape below the metal protector boot. This interfered with movement of the slider and is a potential cause for the stylet insertion difficulty.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The exact origin of the metal fragment is unknown, however the instruction manual cautions that there is ¿potential for patient exposure to metal particles from the needle tube (made of stainless steel) and the wire (made of ni-ti alloy) of the stylet due to their friction.¿ as a preventive measure, the instruction manual has several recommendations for avoiding general damage to the needle device: ¿do not try to straighten a bent or deformed needle with your hands because the needle may break.¿ ¿do not insert the instrument abruptly.¿ and ¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly.¿ the instruction manual also has directions for pre-procedure inspection and functional verification of the needle device, and also states, ¿always have a spare instrument available in case the primary instrument malfunctions.¿

Event description:
Olympus was informed that at the end of an ebus procedure with fna, when the device was advancing towards the patient to take a third sample, a 2-3 mm sized metal fragment fell out from the device into the patient¿s trachea. The metal fragment was retrieved with pulmonary forceps. There was no reported patient injury. It was reported that prior to the event, there was difficulty re-inserting the stylet back into the needle device. The procedure was completed with another similar needle device.